Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had black foreign matter come out when passing through the cleaning brush. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation is in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, black foreign matter came out when passing through the cleaning brush. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the channel and after further analysis the material was likely to be contained stainless-related, silicone, and hydrocarbon compound such as carbonate. However, the origin of the foreign material or the cause which the foreign material occurred from inside the channel could not be specified. The instrument channel and suction channel were not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿[5.5 manually cleaning the endoscope and accessories]. Brush from the suction cylinder to the distal end of the insertion section (this brushes the instrument channel in the insertion section and the suction channel in the control section). 1 straighten the bending section of the endoscope. Grip the channel cleaning brush part of the single use combination cleaning brush (bw-412t) or the channel cleaning brush (bw-20t) at a point 3 cm from the bristles. 2 insert the brush at a 45degrees angle into the opening located in the side wall of the suction cylinder. Using short strokes, feed the brush through the instrument channel until it emerges from the distal end of the endoscope¿s insertion section. 3 inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 4 carefully pull the brush back through the instrument channel and the suction channel and out of the suction cylinder. 5 inspect whether there is debris on the bristles when the brush emerges from the suction cylinder. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 6 repeat step 2 through 5 until no debris is observed upon inspection of the brush. Brush from the suction cylinder to the endoscope connector (this brushes the suction channel in the universal cord and the endoscope connector). 1 grip the channel cleaning brush part of the single use combination cleaning brush (bw-412t) or the channel cleaning brush (bw-20t) at a point 3 cm from the bristles. 2 insert the brush straight into the suction cylinder. Using short strokes, feed the brush through the suction channel until it emerges from the suction connector on the endoscope connector. 3 inspect whether there is debris on the bristles when the brush emerges from the suction connector. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 4 carefully pull the brush back through the channel and out of the suction cylinder. 5 inspect whether there is debris on the bristles when the brush emerges from the suction cylinder. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 6 repeat step 2 through 5 until no debris is observed upon inspection of the brush.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: device manufacturer date: updated.